Manufacturer narrative:
The manometer gauge for the neopuff is not made by fisher and paykel healthcare. The manometer is made by wika instrument corp and is not a serviceable item (apart from a calibration adjustment screw). The manometer indicates to the clinician, the pressure being delivered to the pt during resuscitation. A typical resuscitation pressure is 20 cm h2o. Typical maximum pressures are 40 cm h2o. The off-set in the complaint device was approx 5 cm h2o. It is likely that, the inability of the manometer to be reset to zero may have been due to damage to the manometer bellows caused by over-pressurization during calibration testing at the user facility. This type of malfunction is detectable during the set up tests (as required by the user instructions) for the device prior to pt use.

Event description:
Neopuff infant resuscitator manometer (pressure gauge) could not be re-set to zero for calibration. Error approx +/- 5 cm h2o. The malfunction was discovered prior to pt use. No pt injury.